Event description:
It was reported that foreign matter was found before use with a bd blunt fill needle. The following information was provided by the initial reporter, "I received a needle from the or where exactly molten plastic is present on the needle."

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos and samples for catalog 303129; lot 190608 to investigate for this record. Visual examination of the photos and sample identified was epoxy that dropped on the cannula surface of the needle. As a result, bd was able to verify the reported issue. Based on bd¿s experience, this issue occurred in the assembly process in which the adhesive is added to the hub because of some temporary stoppage in the process or any readjustment of the epoxy dosage machine. Consequently, higher quantities of epoxy were added, and it fell to next cannula (the reported one) resulting in the observed issue. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd blunt fill needle. The following information was provided by the initial reporter, "I received a needle from the or where exactly molten plastic is present on the needle."